Event description:
Spacer block broke while exchanging shim sizes. The plastic "nub" with "metal coil" around it came off completely while a shim was being separated from the spacer block.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed that one of the posts was missing however the other three posts and balseals were still retained on the device the complaint form states that no pieces were left in the patient. In addition, the complaint form does not give any indication that there was a patient effect, or any surgical delay. This issue will be further monitored in post market surveillance. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.